Manufacturer narrative:
Additional information was received that the patient's ipg was taking too long to charge. The ipg was replaced per physician's preference and the patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.